Manufacturer narrative:
B.5. Medtronic received information that during use of a custom tubing pack, during a procedure on a patient with a congenital anomaly, it was reported that the stopcock on the venous side of the bridge became loose. The loose component did not fall into the patient. The patient coded when the stopcock, including the attached tubing, disconnected. Cardiopulmonary resuscitation (CPR) was performed and the patient was revived. They replaced the extracorporeal membrane oxygenation (ECMO) circuit. According to the clinician, a specialist¿s hospital badge caught onto the stopcock on the venous side of the bridge and it popped off as a result and the tubing was attached with it. The patient was very sick from the outset. The patient is currently still on ECMO and not doing well. Medtronic received additional information that there is no allegation that the tubing pack contributed to patient's death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the stopcock on the venous side of the bridge became loose. The loose component did not fall into the patient. The patient coded when the stopcock, including the attached tubing, disconnected. Cardiopulmonary resuscitation (CPR) was performed and the patient was revived. They replaced the extra corporeal membrane oxygenation (ECMO) circuit. According to the clinician, a specialist's hospital badge caught onto the stopcock on the venous side of the bridge and it popped off as a result. The tubing was attached with it. The patient was very sick from the outset. The patient is currently still on ECMO and not doing well. The patient experienced a congenital anomaly.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient passed away. Correction d2 (product code), d2.1 (common device name), d3 (MFR name) & d3.6 (postal code): these fields have been updated. Correction additional codes img (annex g/component): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.